Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that his onetouch select meter was reading inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The patient informed the cca that he manages his diabetes with insulins. The patient mentioned he takes 20 units of humalog 3x daily and 20 units of humulin at night. The patient reported the alleged issue began on (B)(6) 2011 at 2:00pm after he administered his usual dose of humalog insulin. The results obtained on the subject meter were not specified. At 4:00pm later that afternoon, the patient claimed he was sweating profusely. In response to his symptom, the patient indicated he drank some tea and ate some biscuits. It was noted that the patient had no further incidence of low blood sugar symptoms until (B)(6) 2011 at an unknown time, that he went to the urgent care/clinic for assistance; however it is not specified what kind of treatment, if any, the patient received after he was admitted. During the patient's time at the clinic, the patient stated his sister notified his health care provider (hcp) by phone to report what had happened. According to the patient, he was advised to increase his dose of humalog insulin in the evening by 2 units each time from (B)(6) 2011 to (B)(6) 2011, as well as increase his dose of humulin n to 22 units on (B)(6) 2011. The patient stated he was not happy with the increased dose of insulins he was taking so he stopped taking them and went back to the urgent care/clinic on (B)(6) 2011 at 9:00am. At the time of the urgent care/clinic, the patient reported he was tested by the doctor/clinic meter and obtained a result that was less than or equal to 40 mg/dl (2.2 mmol/l). It is not known what kind of treatment, if any, the patient received after the alleged issue began. At 10:46am and 10:54am, on (B)(6) 2011, the patient stated he tested on the subject meter with results of "11.1 and 13.1 mmol/l", performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 1.7 mmol/l. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results obtained were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.